Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter bent during insertion. Nursing received a flash from the catheter upon insertion and the catheter then bent and further advancement was unsuccessful. The incident occurred immediately on use. There was patient involvement and no patient harm/adverse event reported.